Event description:
Home patient (hp) reports leak with cassette of homechoice set in drain 2/3 during apd treatment, when fluid was noted at door of device. Spouse reports hp disconnected and did a manual exchange. No pt injury or medical intervention required per spouse of hp. Swap device received.